Event description:
It was reported that the ventilator failed the pressure transducer test during pre-use check. There was no patient involvement. (B)(4).

Manufacturer narrative:
It was reported that the ventilator failed the pressure transducer test during pre-use check. There was no patient involvement. After maintenance, the pre-use check pressure transducer difference was incorrect. During troubleshooting, parts in the inspiratory and expiratory channels were exchanged inclusive the pressure transducers without solving the problem. Replacing the expiratory channel printed circuit board (pcb) cleared the pressure transducer failure and the ventilator passed all functional tests. The expiratory channel pcb was returned for investigation. The evaluation of provided device logs confirms pressure transducer and internal leakage test failures during pre-use check, starting july 5, 2022, one day before the reported date of event. Several clinical alarms indicating both high pressure and leakage had been generated before this event. A visual inspection of the returned expiratory channel pcb showed that the inspiratory transducer connector was damaged and that metal contact sheets in the connector were displaced. The expiratory channel pcb was installed in the reference ventilator. Four pre-use checks and several extra tests passed and simulated use test ventilation ran for two days without any deficiency noted. However, it was felt that the inspiratory pressure transducer did not snap satisfactorily into its connector on the pcb and it turned out that the reported problem could be repeated by wiggling the pressure transducer. Fault conditions that causes the pressure transducer and internal leakage tests to fail can result in incorrect/high pressure in the patient circuit. Appearance of these failures will be noticed by the user by generated high priority alarms. If present, the fault will be detected during pre-use check. The conclusion is that the reported problem was caused by poor electrical contact with the inspiratory pressure transducer. The connector on the expiratory channel pcb may have been damaged during service/maintenance, but this cannot be confirmed.

Event description:
Manufacturer's ref #: (B)(4).